Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm. Pump error alarm was confirmed in the formatted history, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify compromised forced sensor system and the hardware rtc date and time disagrees with the software maintained date and time alarms due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was unknown. The troubleshooting was performed for the pump error and they were able to clear the alarm and unable to complete the rewind. The device will be returned for the analysis.